Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57a98. Investigation summary: it was reported that: would not open. The analysis found that one pcee45a device was returned with no apparent damage and with one ecr45g cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that a faulty echelon flex powered plus 45 device from the (B)(6) hospital. Apparently the device was faulty back on the (B)(6) 2018. The customer reported the jaws of the device would not release after firing. They cut around the tissue which released the gun.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.